Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 124 mg/dl. The past occlusions were addressed by changing the infusion set. Reportedly, a cartridge and infusion set change was performed to address the current occlusion. Blood glucose level ranged from 61 to 124 (mg/dl).

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
Reportedly, the customer delivered multiple bolus requests due to thinking that the boluses were not being delivered and blood glucose (bg) level decreased to 61 mg/dl. Chocolates were consumed to address bg level.